Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: the procedure was an elective case. The target lesion was denovo and at the proximal to mid left anterior descending coronary artery and was diffused. The vessel was slightly calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted with a semi-conduct balloon (maverick2 2.5mm) and then a 3.0x33mm cypher sirolimus-eluting coronary stent was delivered to the lesion without friction. When pressure was applied, the increase of the pressure stopped in the middle of the inflation. Therefore, the cypher was removed from the patient. When the cypher was inflated out of the body, the leakage of the remaining contrast medium was confirmed. Therefore a different stent (3.0x32mm taxus stent) was implanted instead and the procedure was finished successfully. There was no reported patient injury. The product was clinically used but the product will not be returned for the analysis due to the patient's infectious disease (syphilis).